Event description:
As reported, the coil did not advance due to resistance. After implanting a coil via a microcatheter, the microcatheter was replaced with the headway microcatheter to reposition the microcatheter in the aneurysm. After completing the repositioning of the microcatheter within the aneurysm, a coil was attempted to be inserted into the headway microcatheter. However, the coil became difficult to be advanced partway through the microcatheter. Attempts were made with two other coils, but the results were the same; the coils were difficult to be advanced partway through the microcatheter. Therefore, it was believed that this was due to the microcatheter and use of the microcatheter was aborted. Another microcatheter was used to continue the procedure. Subsequently, the procedure was completed successfully. The device was received for evaluation. During investigation, it was found that the lumen braid was exposed at the hub joint of the microcatheter therefore, the complaint is being reported.

Manufacturer narrative:
The investigation found that an in-house coil system could not advance through the returned headway microcatheter during functional testing, which is consistent with the alleged product issue. The lumen of the microcatheter was found the ptfe liner damaged and the lumen braid exposed, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the liner damage and exposed braid, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.